Event description:
In 2008, the patient reported that he noticed the display of his infusion device is segmented. He stated that the middle of the screen is affected but the top of the screen is still visible. He stated that he changed the battery two weeks ago. To troubleshoot, the patient was instructed to disconnect from his infusion site and to insert a new battery. The display was still segmented. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.